Event description:
It was reported that, "pt has a bi polar hip replacement done on (B) (6) 2009. Pt was brought to hosp on (B) (4) 2000 with hip dislocation. Dr (B) (6) tried to reduce hip in ER when femoral head came dislodged from universal head. At that time dr p decided to bring pt to surgery to check components, he replaced universal head using same size. Replaced femoral head using lfit v40 femoral head (B) (4)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.